Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in zone 4 for the endovascular treatment of a 54mm thoracic aortic aneurysm. Currently, the maximum taa measures 68mm in diameter. It was reported that a follow up CT scan identified a proximal type I endoleak. An intervention was not performed. The cause of the event was not provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Film evaluation results are: review of baseline aortic measurements taken from the crf revealed that the proximal seal diameter measured 27mm. The proximal neck length from the top of the arch to the proximal taa measured 10cm, and the max taa diameter was 54mm x 117 mm in length. The distal seal diameter measured 23mm, and distal seal length to the celiac artery was 3cm. At the 1-month f/u the max diameter taa measured 56.4mm, and a type ii endoleak was present. At the 6-month f/u the max diameter taa was 58mm and a type ii endoleak was present. At the 1 year f/u the max diameter taa was 59mm with no endoleaks, and at the 2 year f/u the taa increased to 61mm in diameter with no endoleaks. At the 3 and 4 year f/u the taa max diameter was 60mm with no endoleaks. Review of CT¿s from 5 years post-implant revealed that a single talent stent graft was implanted in the descending thoracic aorta. The proximal graft margin was ~10cm from the top of the arch. The taa max diameter was ~65mm and there was contrast in the sac from a likely proximal type I endoleak. The proximal stent graft diameter (1st covered stent) measured ~32 x 33mm and the thoracic aortic diameter at this same level was ~40 x 50mm. The distal stent graft od measured 30 x 32mm, and was located ~3cm above the takeoff of the celiac artery. A small amount of thrombus was seen along the posterior inner wall of the stent graft; no other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Pre-implant and earlier post-implant films were not available for review and comparison. However, there currently appears to be no remaining proximal seal; the taa began just distal to the bare spring and there was no stent graft radial apposition to the aortic wall. Based on the baseline measurements there has been disease progression (thoracic proximal neck dilatation) and possible proximal neck length reduction which has likely led to the proximal type I endoleak. The earlier reported type ii endoleak may have also contributed to the taa expansion.